Manufacturer narrative:
The site was contacted to request additional information regarding the reported complaint. It was indicated that there was no injury to the patient. It was indicated that the potential existed for an instrument may have collision to occur. The surgeon performing the vesicouterine reflection. The flap was being developed and one time was behind tissue being swept with the hot scissors, so there were occasional collisions, however, there was not a collision at the moment when the instrument tip broke. The pressure from holding back peritoneum appeared to case the jaw to break off. No post-operative tests (x-ray, ultrasound) were performed. The patient recovered as planned. There were no changes to patient care and the broken piece was removed in its entirety by the a lap grasper. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one of the two tips was broken off from the grip and was not returned with the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that there were scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument tip broke off during dissection during a da vinci hysterectomy procedure. A fragment fell into the patient and was retrieved without harm to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.